Event description:
Information was received indicating that this ambulatory infusion pump delivered an intermittent bolus less than two minutes after the patient had given them self a bolus via the dose button. A clinical engineer downloaded the event log from the pump and the event log showed that the intermittent bolus had been delivered correctly twenty minutes after the patient had initiated their own bolus. No adverse patient effects were reported.